Event description:
It was reported that a patient may have an infection. There is a 39mm anterior lumbar plate and two 22mm screws implanted over the bodies of l5 and s1. The specific part and lot numbers were not provided. No case information was provided aside from the patient name and dob. This report is for 1 unknown plate. This is 1 of 2 devices for this event reported on complaint# (B)(4).

Event description:
Surgeon reported patient with systemic inflammation and requested metal content of the implants: patient sustained an injury in 2008. Patient was implanted in 2009 with an anterior tension band plate, (4) 5.5mm ti cancellous locking screws and competitor product, spacer and allograft. Patient has experienced and complained of, shooting pain, random burning, severe leg muscle pain, back pain, and all over muscle pain, dates unknown, duration unknown. Patient was treated with steroid injections at the graft site, two different spine stimulators, nerve ablation/blocks, and physical therapy. Weight lifting restrictions were put in place for post op immobility/restrictions prescribed for several months. There has been no improvement to the patients condition. A letter containing the chemical composition of the implants has been sent to the surgeon. This complaint is on a 5.5mm ti cancellous screw. This is 1 of 5 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 1 unknown plate. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Date of injury reported as 2008. Systemic inflammation, back pain, severe leg muscle pain, random burning, shooting pain and all over muscle pain: dates and duration unknown. Treated with steroid injections, spine stimulators, nerve ablations/blocks and physical therapy: information from received surgeon questionnaire. Implanted in 2009. Information from received surgeon questionnaire. Device: from plate to screw.